Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer acknowledged and understood.